Event description:
It is reported that the pt underwent a closed reduction for dislocation. Implantation operative report describes the use of zimmer acetabular components.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.